Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 476 mg/dl. The customer stated they were not hospitalized for their high blood glucose. Customer also reported the transmitter did not light up properly while charging. Customer stated they have changed the charger battery, but the issue persisted. The transmitter will be returned for analysis.